Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 473162, expiration date 02/29/2016). (B)(4). Device will not be returned to manufacturer.

Event description:
Patient tested 135 mg/dl on inform system ii (1), and 336 mg/dl on inform system ii (2) within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips are no longer available; replacement was sent.